Event description:
I bought a battery-operated ear-wax vacuum cleaner. When I used it the first time, it produced the distinct smell of ozone. (Besides which, it didn't clean my ears anyway. Purchased at: (B)(4). Document number: (B)(4).